Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer was vomiting, nauseated and weak when she entered the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Found no delivery alarms in the alarm history. Advised that the insulin pump is functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.